Event description:
On 01-jun-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 600 mg/dl, resulting in diabetic ketoacidosis (dka) and emergency room treatment. The user was treated with insulin and IV fluids and released on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring emergency medical treatment while on ilet therapy. Diabetic ketoacidosis is a serious metabolic complication requiring insulin therapy and fluid replacement and is consistent with the reported emergency room treatment. Review of available information identified repeated libre 3+ errors followed by sensor unavailable and replace sensor alerts. Engineering records further showed that bg run became active after prolonged absence of cgm data and progressed to bg run expiration with suspension of insulin dosing because no manual blood glucose value was entered. Multiple dosing stops soon alerts were acknowledged without corrective action. Later the same day, an incomplete cartridge load alert was generated following a cartridge rewind, indicating the cartridge loading process was not completed. Engineering log review identified no malfunction alerts, no motor errors, and no evidence of inaccurate insulin delivery. Based on available information, the event is attributed to failure to respond to device alerts, restore insulin delivery following bg run expiration, and complete the cartridge loading process. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.